Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy. The following insertion, the patient experienced non-inflammatory vaginal disorder, vaginal irritation, rectocele, cystocele, scarring and dyspareunia.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that patient underwent a gynecological procedure and a boston scientific lynx mesh was implanted concurrently with a cystourethroscopy on (B)(6) 2013, due to recurrent sui. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui; concurrent procedure-hysterectomy. It was reported that the patient underwent mesh excision, takedown of prior mesh, takedown of vaginal scar tissue, cystourethroscopy on (B)(6) 2013. It was reported that the patient underwent mesh removal. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009, and a mesh was implanted concurrently with a vaginal hysterectomy and bso. No additional information was provided.